Manufacturer narrative:
Extension was returned for analysis. Extension was eliminated after the test procedure. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported the patient could not fell the stimulation, so the doctor removed the lead. There was no stimulation. "After test, it could be implanted." No patient injury was reported.